Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to the patient experiencing intermittent diaphragmatic stimulation. No additional adverse patient effects were reported.